Manufacturer narrative:
Follow-up # 1 ¿ (05/27/2015). The patient¿s test strips have been returned on 3/17/2015 and evaluated by lifescan product analysis on 5/10/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the reporter contacted lifescan USA alleging the ot verio sync meter would not turn on with strip. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips associated with this complaint have been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.